Event description:
In 2001 the patient first complained that the sounds were too soft. Close to the event date patient was unable to hear at all. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should returned to cochlear corporation.